Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va03xeg, implanted: (B)(6) 2012, product type: lead. Product ID: neu_un known_prog, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
It was reported that the patient had implantable neurostimulator (ins) replaced as she had a fall and developed a short which shorted out the ins and also caused the ins to become hot.